Event description:
It was reported to philips that the device needs to have the therapy cable stabilization collar replaced due to the tube where the screw sits being broken. There was no reported patient involvement